Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that the insulin pump and battery were warm to the touch. Troubleshooting revealed the keypad was intact, the battery cap was intact and secure, there were no cracks in the pump casing, and the pump had not been exposed to moisture. There was no adverse event associated with this issue.